Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states,"surgeons should take care when targeting and drilling for the proximal screws in any tibial nail with oblique proximal screws. Care should be taken as the drill bit is advanced to penetrate the far cortex. Advancing the drill bit too far in this area may cause injury to the deep peroneal nerve."

Event description:
It was reported patient underwent a plate removal procedure on (B)(6) 2014. During the procedure, the screwdriver would not fit the head of the implanted screws as the screwdriver bit splayed. The screwdriver bit was machined down and utilized to complete the procedure. A two hour delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection of the part received showed that the overall length of the returned driver was shorter than the print specifies. It is therefore possible that the tip of the driver broke at some point, which would account for the reduced length of the driver. Although the screws with which the driver was having fit issues with were not returned, the complaint was confirmed as the driver had been modified by the surgeon due to the fit issues. The most likely root cause was that the driver experienced forces by the user while trying to remove the screws, which may have caused breakage of the tip of driver.